Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the was experiencing high blood glucose and insulin flow blocked alarm. Customer¿s blood glucose was 378 mg/dl at night and woke up at 409 mg/dl. Customer treated with insulin pump. Blood glucose was 382 after bolus correction. During troubleshooting, insulin exited with manual prime. The insulin pump will not be returned for analysis.